Event description:
The manufacturer received information alleging a ventilator was alarming for low oxygen flow. There was no harm or injury reported. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device's oxygen blending module manifold assembly was replaced to address the issue.